Event description:
It was reported that the bd vacutainer® k2e 3.6mg plus blood collection tubes experienced underfill. The patient was redrawn and there was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2e 3.6mg plus blood collection tubes experienced underfill. The patient was redrawn and there was no report of patient impact.